Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect restenosis is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2021, the patient was implanted with one biomimics 3d (bm3d) stent, a 5.0 x 150 mm stent which was used to treat a denovo lesion of the superficial femoral artery (sfa) middle third in the left leg. A contralateral approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. A competitor stent was also placed after the bm3d was implanted. The site identified a restenosis of treated segment (target lesion) on (B)(6) 2022. It was reported as possibly related to the device and procedure. It was also reported as target lesion related. An intervention on (B)(6) 2022 conducted on the sfa proximal third to middle third included drug coated balloon / drug eluting balloon (dcb/deb) and laser/atherectomy. The intervention was reported as a target lesion/vessel revascularisation (tlr/tvr). The outcome was reported as resolved/recovered. The device remains implanted.